Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. On visual inspection, the bender appears to be in good overall condition. There are general signs of wear and use. An attempt was made to rotate the anvil screw clockwise and counterclockwise without success. It was noted that the lower anvil is on the assembly backwards, though it cannot be determined how it got this way. The complaint is confirmed. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the lower anvil being on backwards, pressing up against the plate bender and causing the anvil and screw to become jammed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the table top bender button is not working. No adverse events have been reported as a result of the malfunction.